Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level (bg) for the past occlusion alarm was in target range; their bg level for the current occlusion was over 600mg/dl and manual injections were administered to address the bg level. The customer changed their pump supplies in order to resolve each occlusion alarms. No troubleshooting was performed due to the supplies being changed prior to contacting tandem technical support.